Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection of the actual sample revealed a crack at the level of the luer lock component. In addition, visual and leak tests were preformed on retention samples and the units met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to component manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an accessory y connector was observed to be cracked at the arterial branch connection and leaked blood during therapy. The volume of blood loss was unknown. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.